Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the telescope assembly at 57.5 cm from femoral marker to the proximal end, a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end; fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed; the telescope assembly was not able to properly pull back, advance, or retract; telescope cannot advance the transducer distal housing (tdh) to the most distal position. The distance from the distal end of the transducer housing to the tip of the catheter was not measured; during image characterization testing in the roller coaster model, a good square image appeared in the system; no wind up was observed on the imaging core; a wavy imaging core was observed . No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), resistance and lost image occurred. The lesion was located in the mildly calcified and severely tortuous distal circumflex artery. The opticross imaging catheter was inserted into the patient and used to observe the lesion. However, when the physician attempted to move back the telescope back to its initial position, resistance was encountered and image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the lap joint of the catheter.